Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawers 3.1 was not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was intermittently failing and was not detected on the bus. Although the drawer was recoverable, it consistently failed. A field service engineer (fse) reseated the connections and checked all back panel connections for any loose cables or damage. No damage was found, and the drawer was successfully tested for functionality using the hardware testing application. The system functioned as intended after the field service engineer repaired the device. E3. Other occupation: (B)(6)